Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, error 75 was observed on the touchpad, and the surgeon accidentally pressed the power off button during the procedure; subsequently receiving error 25 prior to shutting down. After the customer restarted the system, the error came back, and the touchpad was black. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to do hard restart of the surgeon side console (ssc) and the system presented error 75 pointing to the touchpad. The customer opted to swap out the ssc, after which they were able to see the touchpad. The procedure continued to be completed as planned with use of ssc 2 and no reported injury. Isi obtained the following additional information regarding the reported event: there was no patient injury. A 75 recoverable error presented, followed by a 25 error, and the surgeon had no control of the touchpad, and it was dark; ergo worked on left side. The issue occurred after the surgeon had accidentally pressed the power off button during procedure. The procedure completed with use of ssc 2 and no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the blacked-out touchscreen and replaced the part. The system was tested and verified as ready for use. Isi received the touchscreen with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. A visual inspection found the touchpad to be in good condition. The unit was installed into printed circuit assembly (pca) system and powered up. The unit failed with error 75 upon start-up and there was no video display.